Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The customer mentioned getting no delivery alarms, but the customer declined to troubleshoot the insulin pump. The customer stated that she uses the reservoir for two to three weeks, and also the infusion sets for twenty eight days. Recommended the caller that the customer should change the infusion set and reservoir every two to three days. During the call the call the customer did run a fixed prime test and the insulin did exit. The customer stated that the buttons were functioning properly. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump was received with damage motor slide tip.